Event description:
It was reported that high impedance was detected during a generator replacement when the replacement generator was connected. The pre-operative impedance of the generator that was replaced was within normal limits. The surgeon reported that after he explanted that generator, he exposed as much of the lead as possible and then connected the new generator and observed high impedance. He indicated that it was possible that he compromised the lead when exposing it. The pin was dried off and re-inserted 3 times but high impedance didn't resolve. The generator and lead were replaced and discarded. No further relevant information has been received to date.

Event description:
Data from date of surgery was received and reviewed. It was observed that system diagnostics was never performed on the generator where high impedance was detected. This was confirmed by reviewing the impedance values recorded during interrogations: they all pulled the same exact impedance value. If system diagnostics had been performed, there would be variation in the impedance values stored. Therefore, the high impedance observed was a stagnant value from manufacturing and not indicative of a device failure. No further relevant information has been received to date.